Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2015-01965. It was reported that catheter entrapment occurred. After a 3.5 x 5.5 filterwire ez embolic protection was selected and advanced to the lesion, an nc quantum apex balloon catheter was selected for dilation; however, the balloon catheter was stuck on the wire section of the filterwire. No patient complications reported.

Event description:
Same case as MDR ID: 2134265-2015-01965. It was reported that catheter entrapment occurred. After a 3.5 x 5.5 filterwire ez embolic protection was selected and advanced to the lesion, an nc quantum apex balloon catheter was selected for dilation; however, the the balloon catheter was stuck on the wire section of the filterwire. No patient complications reported.